Event description:
It was reported that during a laparoscopic nephrectomy, the device broke during the procedure. It tore as the dr was inserting it into the pt. The device was replaced and the case continued. The o.r time was extended about 40 minutes. There was no pt consequence.